Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer stated that her blood glucose levels were 55 mg/dl before the paramedics took her to the hospital. While in the hospital, the customer's hcp stated that her insulin pump settings may need to be adjusted to prevent the low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.